Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23706. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patients atrial and ventricular lead capture thresholds were elevated. The patient was asymptomatic. A chest x-ray was performed which showed the leads were dislodged. The physician suspected the patient had twiddler's syndrome. The leads were explanted and replaced. The patient was stable throughout.